Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose of 400 mg/dl. Customer was treated with insulin pump for high blood glucose level. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of the event. Customer allege insulin pump was under delivering. Insulin pump will not be returned for analysis.